Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was interrogated upon scheduled follow-up on (B)(6) 2011. The physician reported that he observed one recorded episode of ventricular noise oversensing, classified as vf. This noise phenomenon could not be reproduced, reportedly. Analysis and suggestions were requested. Preliminary analysis suggests a phenomenon related to 50hz external emi.